Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead displayed two episodes of noise associated with oversensing and pacing inhibition of around two seconds. One episode was noted to be in 2010 and one more recently. Isometrics were performed and the noise was not able to be reproduced. The patient did report to have had bronchitis at the time the most recent event was stored. It was suspected that diaphragmatic oversensing had occurred. There were no adverse patient effects reported. The system remains in service.